Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high shocking lead impedance measurements greater than 200 ohms. Obtained shock impedance measurement in the rv coil to can vector was within range as the previous low measurements. Boston scientific technical services (ts) advised can leave device in this configuration, but would need to have defibrillation threshold (dft) test done. Further, trend review revealed a gradual increase in the shock impedance measurements. Additionally, it was reported that the patient received a shock upon touching a truck motor. Additional information indicated that a dft test was successfully performed. The shock lead impedance measurements obtained remained stable in 100 ohms range thereafter. The system remains in service. No additional adverse patient effects were reported.